Event description:
It was reported that patient had right knee arthrofibrosis after surgery and surgical procedure was performed to resolve the event

Manufacturer narrative:
H3, h6: the device was used in treatment and during a clinical retrospective study, the patient presented with "right knee arthrofibrosis" at their 4 week post-op follow up. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. The risk assessment released at the time of the complaint was reviewed and it notes the intended use, indication for use, and design assumptions of the navio system. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. We could not confirm if there was a relationship established between the reported event and the device. This is part of a clinical retrospective study. Patient files showed that surgeon check that severity was "moderate" and "not serious". It was also marked as "ongoing" and actions taken to be "physical therapy, medication therapy, and surgery / procedure." It was likely that the arthrofibrosis could have been cause by lack of physical therapy. Discussion with medical affairs confirmed that arthrofibrosis can be typically tied to lack of physical therapy and we will continue to monitor this issue as the patient is enrolled in a clinical study. The investigation concluded there was no fault in the product, therefore it performed within the expected parameters.